Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 reporting that gradually singe december 2019 it was taking longer to charge the implantable neurostimulator (ins). It used to take 45 minutes to charge the ins. On the day of the call, the patient was using their new recharger and it took 2 hours to charge. It took 70% of the controller battery to charge the ins. It was confirmed that the charging sessions were excellent quality, the patient let the controller screen sleep when charging, they had not increased their settings, and it was confirmed that the charging speed/temperature was set to 4. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed a recharge antenna failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the recharge cable got hot which caused pain. When the heat was too hot it made the implant hot. The replacement rtm reportedly resolved the issue and everything was working properly. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient would try to charge their ins, the recharger (rtm) cable, box, as well as the ins were hot. The patient then noticed on the controller that the ins was not charging and showed 'ins battery empty.' If they pressed a button on the controller nothing would happen. Resetting the lithium battery pack in the controller did not resolve the issue. The patient was hurting now due to being unable to charge their ins. They saw 'no device found' and when it was checking the recharge quality in passive recharge mode (prm) it showed all zeros. No further complications were reported or anticipated.